Manufacturer narrative:
As reported, patient had seroma post usage of arista ah. The surgeon reported that the residual arista was not irrigated after hemostasis was achieved. Per the IFU, ¿once hemostasis is achieved, excess arista ah should be carefully removed by irrigation and aspiration.¿ based on the communication with the surgeon the lack of irrigation may have at minimum contributed to the seromas. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The adverse reaction section of the instructions-for-use supplied with the device identifies seroma as a possible complication. The instructions-for-use (IFU) supplied with the device states that, "immediately upon contact with blood or fluid, arista ah will swell to approximately 5 times its original volume. Once hemostasis is achieved, excess arista ah should be carefully removed by irrigation and aspiration. Avoid irrigation of direct suction of the formed blood clot." Note, the date of event (09-apr-2024) is considered to be a best estimate based on the information available. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device used on patient.

Event description:
As reported, patient underwent breast surgery in which arista ah was used in control of oozing in the axilla. It was reported that post usage, patient had prolonged seroma formation in the axilla and had aspirated the seroma numerous times. It was reported that the surgeon did not irrigate the residual arista post hemostasis.